Event description:
It was reported that during a pocket revision, it was noted that the whole catheter was out of the spine and in the pocket. The pt had just consented for revision and no further intervention or symptoms were reported. The pt recovered without sequela. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function.